Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up request will be submitted.

Event description:
The customer reported that the knife blade jammed during the procedure. This occurred during the middle of the case while the device was outside of the patient. The device was returned to covidien and visual inspection discovered that the clear insulation was torn. All pieces were still attached. The device failed hipot testing. The site noted that they stopped using the device once the insulation became damaged.